Event description:
It was reported that the patient indicated that the inflatable penile prosthesis (ipp) had never worked. Upon explant, it appeared that a suture may have been placed through the right cylinder. A new ipp was implanted. No patient complications were reported.